Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient described the irritation as red streaks with some chaffing. The patient's physician advised the patient to remove the lifevest to address the irritation. During a follow up, the patient reported that he still had the irritation. There were no allegations of a device malfunction contributing to the irritation.